Event description:
It was reported that noise resulting in inappropriate mode switching was observed on the right atrial (ra) lead. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.